Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain and failed back surgery syndrome - other. It was reported that "the next time" the patient's pump was refilled at the healthcare provider's (hcp) office, " they poked him about 15 times." Per the patient, there were "so many problems" related to incidents at the hcp's office. During the call, the patient made a general statement that he "knows what happens when the pump malfunctions." Patient services was unable to clarify if this meant the patient was trained on what would happen, or if the patient was referring to a pump event that he experienced. No patient symptoms were reported. No other information was provided; it was noted that the patient disconnected during the call before any additional information could be collected.